Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an amplatz renal dilator set was unpacked on an unknown date. According to the complainant, there were debris found inside the sterile packaging. It was noted that the device sterile seal was intact before being opened and there were no damages noticed on the outer packaging. There was no procedure and patient involved.

Manufacturer narrative:
A visual examination of the returned dilator/sheath set revealed that the upper section of the pouch is completely open. It was also noticed that a foreign material in the upper section of the pouch (inside the pouch), likely the foreign material was held by the customer with a kind of adhesive tape. The devices and plastic tray do not present any visual issue. Therefore, the condition of the returned device confirms the reported event. As the device was received with the packaging having already been opened, the root cause as to where and when the foreign material got there with the packaging is undetermined. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz renal dilator set was unpacked on an unknown date. According to the complainant, there were debris found inside the sterile packaging. It was noted that the device sterile seal was intact before being opened and there were no damages noticed on the outer packaging. There was no procedure and patient involved.